Manufacturer narrative:
Technical phone support was rendered. No service was requested for the system. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during surgery, the f/ax (fluid/air exchange) button was grayed out and they were unable to put fluid into the eye. There was a delay of approximately 25-30 minutes while they received telephone support. They were able to complete the fluid/air exchange and there was no harm to the patient.